Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer passed out due to experiencing a low blood glucose. Customer was at baseball practice and paramedics were called. Customer was treated with food and candy. It was reported that customer treated blood glucose of 84 mg/dl with 24 units of insulin. Customer's blood glucose stabilized at 145 mg/dl. Customer was resting at home at the time of call.